Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display power cable was reseated to resolve the issue. No report of patient involvement. No UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.